Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code tendon injury.

Event description:
Medical records received. After review of medical records, the patient was revised to address failed right metal-on-metal hip replacement, pain, weakness, limping, elevated metal ions, abductor muscle damage and pseudotumor formation. Abductor muscles were noted to be very weak and atrophic with several areas where the tendon had torn and/or delaminated from the greater trochanter. There was a considerable amount of grayish necrotic muscle tissue. There was presence of dark gray/black debris surrounding the trunnion and within the pocket of the head ball. There were corrosive changes and dark debris on the trunnion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
May 30, 2017: legal medical records received. Medical authorization letter received, stated that patient is scheduled for hip revision on (B)(6)2017, and would ask to preserve the patient's explanted hip device and provide the components to a third party retrieval laboratory. It was also stated that the third-party will be sending a shipping kit for the explanted components and any related tissue samples to the risk management department. After review of the medical records for the MDR reportability, there are no laboratory results or patient harm mentioned. This complaint was updated on jun 6, 2017. Update aug 3 & 8, 2017: litigation records received. Litigation alleges discomfort, elevated metal ions, pseudotumor and adverse local tissue reaction. Added unknown head, stem and sleeve due to alleged elevated metal ions. This complaint was updated on aug 16, 2017.

Manufacturer narrative:
Additional narrative: legal medical records received. Medical authorization letter received, stated that patient is scheduled for hip revision on (B)(6)2017, and would ask to preserve the patient's explanted hip device and provide the components to a third party retrieval laboratory. It was also stated that the third-party will be sending a shipping kit for the explanted components and any related tissue samples to the risk management department. After review of the medical records for the MDR reportability, there are no laboratory results or patient harm mentioned the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 13, 2017: medical records received. There is no new information added that changes the MDR decision. Updated product and lot information. This complaint was updated on: oct 03, 2017.